Event description:
It was reported that the insulin pump alarmed button error twice and that there were cracks starting to form near the bottom left hand corner of the screen. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed button error alarm due to moisture damage on keypad traces. Insulin pump received with cracked display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.